Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge and crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.